Event description:
It was reported that following implant of the right ventricular lead in the apex, the patient experienced intercostal stimulation. The lead was repositioned two days later in the septum but there was still stimulation possibly due to the lead position. The lead was repositioned a third time to the posterior septum and no further stimulation was observed. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.